Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was bent. The event occurred on (B)(6) 2024. Infusion sets were used for less than 1 day. Blood glucose level was 600 mg/dl at the time of the event. Patient went to emergency room and later was hospitalized. The duration of emergency stay was 1 day. Patient was treated with IV and fluids of saline. Patient was found to be positive for high ketones. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6005753 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6005753 were previously tested in complaint (B)(4) on 05/jun/2025. Device history record (DHR) review: packaging lot: the lot 6005753 was packaging according to the work instruction (wi) version 111, in the line inset 9, on 08/mar/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 06/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6005753 and other four complaints has been registered in database for the same lot 6005753 and malfunction code conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to soft cannula issues, harm reportable, no defect on tests, no non-conformance (nc) raised during production, another four complaints was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.